Manufacturer narrative:
Phone call from anesthesiologist (B)(4) of surgery center states he intubated a (B)(6) for adenoidectomy with microcuff. States intubation was uneventful, but when he hooked up to vent, was unable to move any air at all. Pt began to desat. He took pt off vent and bagged, then tried again to vent. States no air movement once again, desat second time. Extubated and reintubated with another microcuff, which was fine. Rest of procedure was uneventful there was no injury to the child. States nurse (B)(6), took the tube and noticed a very hard to see "tiny plastic septum, totally occluding the tube. She then inserted a stylet down and discovered that the disc type of material disintegrated to a bits of plastic". He states that (B)(6) has left for the day, but she told him she was going to keep the tube. Will call (B)(6) tomorrow to obtain further details. On (B)(6) 2013, she requested report of investigation. She will return sample, but wants lab to understand that it is broken and has a stylet in it, as they tried to determine what was blocking passage. The problem area is just below the stylet. Pt had no further problem after tube replaced". (B)(4). Note: the actual device of event is unk, so the date used was the date we became aware.

Event description:
Respiratory distress.